Manufacturer narrative:
The returned power supply was analyzed. It was determined that the power supply had electrically overstressed components. Resistors and transistors were damaged on the pcba. Fdm, fdr, fdc still apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: pn: bi71000450, sn: (B)(4). A manufacturer representative went to the site to test the imaging system. Replaced ps1 low voltage power supply. The system was then ready for continued use. The ps1 was returned for analysis. Currently under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that upon booting up the system today, it became unresponsive at "initializing please wait." Troubleshooting involved rebooting the system and this did not resolve the issue. Disconnected system interconnect between the image acquisition system (ias) and mobile view station (mvs) was also done and rebooting the system again, the issue did not resolve. No patient was present.